Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at service center and evaluated.the reported event device interaction cannot be confirmed.however,additional defects were identified impairing device function. The measures used for repairing the defects are listed as per the service report. "Micro": preventive replacement of o-rings performed acc. To service manual. "Micro": upgrade "1.25" performed. Motor does not turn: motor replaced. Protective conductor resistance out of tolerance motor cable replaced. Resistance value out of specs: handcontrol set replaced. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Unit cleaned. Safety test checklist enclosed. As per the input check report the cable insulation resistance is out of range and device is leaky.the values of keypad are out of range.the motor is corroded and doesn't run.however,the root cause for the device interaction cannot be determined. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls needed service as the device had a faulty seal that it was not possible to insert a milling cutter. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure has been completed with no surgical delay. A replacement device was used to complete the procedure. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: result codes: upon further investigation, it was determined that the result codes on the initial report were not accurate. Therefore, it has been updated to include electrical/electronic component problem identified in addition to the operational problem that was already reported on the initial report. Investigation summary :the device was received at service center and evaluated.the reported event device interaction cannot be confirmed.however,additional defects were identified impairing device function. The measures used for repairing the defects are listed as per the service report. "Micro": preventive replacement of o-rings performed acc. To service manual "micro": upgrade "1.25" performed. Motor does not turn: motor replaced. Protective conductor resistance out of tolerance - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Unit cleaned. Safety test checklist enclosed. As per the input check report the cable insulation resistance is out of range and device is leaky.the values of keypad are out of range.the motor is corroded and doesn't run.however,the root cause for the device interaction cannot be determined. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.